Event description:
It was reported that the foot end led indicator on the power load systems does not turn green when the stretcher seats in the cradle to indicate the stretcher is safe for transport. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.